Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Additional information indicated that the physician had done "the device skin package movement," but the same problem remained. It was still appeared like the wounds festered. The plan to deal with this issue was being discussed. It was yet to be determined whether the device needed to be explanted or not. The patient was waiting for the treatment. The issue had not been resolved.

Event description:
Additional information received indicated that it was confirmed that "the devices did not be explanted out" and that "the allergic reason was still unknown."

Event description:
It was reported that after the device was implanted in 2008 the patient's skin appeared to "fester". It was stated that the "physician doubt patient may allergic to the device". It was not clear what that meant. It was stated that "re-operation 4 times to revise the device". It had still appeared the same. Further information has been requested, but was not available at the time of the report.

Event description:
Follow up information reported that the patient underwent a fifth surgery to ¿to adjust the position¿. It was also noted that the reason for the allergic issue was ¿unknown. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported the patient underwent their fifth surgery to adjust position on (B)(6) 2013. The patient was currently under observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).